Event description:
It was reported that the pt's pump was flipped leading to pump repositioning. It is unk if the pt had symptoms. During surgery the pump was repositioned to the opposite side of the abdomen. The catheter was re-tunnelled but the drug was not initially aspirated from the existing catheter; no priming bolus was programmed before the catheter was re-connected to the pump. The pt will be observed for adverse effects during non-delivery of drug.

Manufacturer narrative:
.